Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had no symptoms of high blood glucose. Customer treated with manual injection. Customer's blood glucose value was 176 mg/dl at the time of the call. Customer did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no insulin issues, but it was found that infusion set cannula was bent. Customer was educated on causes and prevention of bent cannula. The product was not returned for analysis.